Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The therapy pcb assembly was replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.  Physio-control further examined the removed therapy pcb assembly and observed that the reported issue was due to a cracked solder joint on resistor, designator r2. This caused an intermittent failure to display ECG through the paddles lead as well as an intermittent connect electrodes warning.

Event description:
The customer contacted physio-control to report that their device was not capturing the patient's ECG rhythm through the paddles lead during a cardiac arrest event. The device displayed a "connect electrodes" warning message even though the patient was connected to the device via the therapy cable and defibrillation electrodes. Approximately two minutes later, a back-up device arrived on scene and was connected to the patient with new electrodes and therapy cable and showed a shockable rhythm (ventricular tachycardia). The device was used to deliver a 200 joule shock to the patient and the patient's rhythm converted to asystole. The patient's rhythm remained in asystole and the patient was declared deceased.